Manufacturer narrative:
(B)(4) g2- foreign - south africa no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint can not be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the surgeon reversed an olive wire and the wire tip broke off in the patient. The surgeon used a small drill bit to create an opening adjacent to where the tip remained and was able to successfully remove the broken fragment. Attempts have been made and no further information has been provided.